Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt weak and thought that this pacemaker was not working. Boston scientific technical services (ts) verified that there were no events and no out of range measurements noted. There was an attempt to obtain additional information but the field representative had no information. To date, this pacemaker remains in service. No adverse patient effects were reported.